Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital for syncope. The right ventricular (rv) lead was found to have t-wave oversensing (twos). A follow up with the patient¿s healthcare provider yielded that the physician continues to monitor the lead with no intervention performed for the twos. The lead remains in use. No further patient complications have been reported as a result of this event.